Event description:
Additional information received reported that the pump had been revised once before and the patient was unhappy with the outcome of that revision. The patient wanted the pump moved to the opposite side of the body so the pump and existing catheter were moved to the opposite side. The patient was receiving effective therapy per the manufacturer's representative.

Event description:
It was reported that a pocket revision was being done on (B)(6) 2014. The pump was in the right abdomen and was sticking out thus it was being moved to the left abdomen. The pump pocket had been bothersome since a recent pocket revision. It was indicated it was ¿wrong orientation of the pump.¿ the pump was delivering bupivacaine and hydromorphone. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).